Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the staple fired, and the staples were formed as usual. When the surgeon retracted the stapler, it came out without the anvil. A colonoscopy was performed to retrieve the anvil from the rectum. Also, there was difficulty removing the stapler from the patient's cavity. The surgical time extended for 45 minutes. There was no patient injury.